Manufacturer narrative:
Patient initials: (B)(6). (B)(4). Original implant date reported only as (B)(6) 2015 (day unknown). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a patient underwent a posterior t10 - ilium spine fusion with synthes universal spine system (uss) in (B)(6) 2015 to treat kyphoscoliosis and stenosis. The patient was reported to have kyphoses above the construct. The patient was returned to the operating room (or) on (B)(6) 2015 where the construct was extended to t4. The patient reported increasing lower back pain. Images taken on unknown date revealed two broken rods just caudal to the l4 screws and a non-union from l4 - s1. The patient was again returned to the or on (B)(6) 2015 where the surgeon removed the rods that spanned from t10 to ilium, all screws from t11 - s1, and the right iliac screw. It was noted these screws were loose in the bone. The left iliac screw was not removed; the collar and nut were removed. All screws were replaced with larger diameter screws. The surgeon then cut and contoured new pre-contoured rods and connected the rods to the extension connectors and the new screws. The procedure was completed successfully with no delay and no further harm to patient. This is report 8 of 18 for com-(B)(4).